Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2, a3, b1, b2, b5, h6.

Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date. Subsequently, patient has had multiple dislocations and was revised twice. The latest revision, the decision was made to revise the dual mobility construct to a freedom constrained liner and head.

Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date. Subsequently, patient underwent revision surgery due to an unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h1; h6. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Impression right total hip arthroplasty without radiographic hardware complication. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.